Event description:
Per dealer, lights are not working, one light started smoking before they stopped working.

Manufacturer narrative:
Additional reportable malfunction for this device; per dealer, lights are not working, stated one light started smoking before they stopped working. Additional non-reportable complaint for this device; the left motor is squealing